Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes on (B)(6) 2025: 11:30pm - 122 mg/dl (system 1), 11:38pm - 530 mg/dl (system 2), 11:47pm - 128 mg/dl (system 2). On (B)(6) 2025, the patient vomited and fainted and an ambulance was called (timeframes not provided). The patient received the following results within 15 minutes: 403 mg/dl (system 2) and 109 mg/dl (professional meter). The patient was transported to the hospital by his parents and he was treated with serum, reliveran, and glucose. He was discharged after 3 hours.